Manufacturer narrative:
Fiber analysis: fiber tip is broken. Blue outer sheath shows black marks within. Fiber tip extends 2mm from the blue outer sheath. Total length of the fiber is 11 ft 7 1/2. Connector: metal part of the connector is detached and not returned. Probably root cause: excess bending/user handling.

Event description:
It was reported tha the fiber at connection to laser @ 3 joules of use; beams; "got hot". The procedure was completed with a second fiber. Patient outcome: "no injury".